Event description:
The stapler was loaded and docked in robot. There was a yellow flashing light blinking and the stapler was unable to be removed from robot, and the dial on the back of stapler was unable to be turned. The stapler was not latched on to patient. In the end, the entire arm was removed to remove stapler from patient. Moved arm around and eventually was able to remove stapler from arm.